Event description:
Rptr had implants from another MFR placed 9/12/77. Problems started 11/78, with discomfort, redness, pain, heat, itching, and hardness in right breast. Symptoms continued off and on for 13 yrs. Penicillin usually helped. Those devices were removed (right capsule also) 4/23/91, and were replaced with these devices. The new implants were placed under muscle this time. Rptr still has some itchiness and discomfort on right side and has several lumps in right breast. One lump was biopsied 5/5/92. Rptr is very concerned. (Same rptr as 1002791.)